Manufacturer narrative:
Review of the provided data shows the cobas liat sars-cov-2 positive result had a CT value that is indicative of a low level sample. Review of the run data did not identify curve anomalies in the run. An investigation was performed on the reagent kit lot and no product problem was identified. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states alleged discrepant results for sars-cov-2 using the cobas ® sars-cov-2 & influenza a/b test assay. The same sample was repeated on the cepheid genexpert system and a negative sars-cov-2 result was generated. The patient was asymptomatic, the positive result was reported but the patient was not treated. No harm is alleged. Review of the provided data shows the cobas liat sars-cov-2 positive result had a CT value that is indicative of a low level sample. Review of the run data did not identify any curve anomalies in the run. An investigation was performed on the reagent kit lot and no product problem was identified.